Manufacturer narrative:
Patient identifier does not contain enough spaces, the entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect ca125 of 83.80 u/ml on (B)(6) 2019 with a female, (B)(6) patient with endometrial cancer. Historically, the patient had ca125 of 16.5 u/ml and had a total hysterectomy. No impact to patient management was reported. No ethnicity or race provided.

Manufacturer narrative:
No customer returns were available for evaluation. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. The historical performance of reagent lot and 03026m800 was evaluated using world wide data. The patient data was analyzed showing patient median results within established control limit for the complaint lot. No unusual reagent lot performance was identified for lot 03026m800. A device history record review was performed on lot 03026m800, which did not show any related potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified.

Event description:
Additional information was provided: the account uses a normal ca125 reference range of <35.0 u/ml.

Manufacturer narrative:
Section d3 and g1.2 manufacturer name is updated from abbott to abbott gmbh. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.